Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery. The patient's blood glucose last night was 575 mg/dl. The patient has been experiencing high blood glucose and no delivery alarms for the past seven to eight months. The patient treated via infusion set change and insulin pump bolus. Troubleshooting was declined. The insulin pump was returned for analysis.